Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot: 099637 and the customer returned kit lot: 099637 with the following internal plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot: 099637 were reviewed. This lot met the required release specifications. A review of the complaints reporting (B)(6) related to lot number: 099637 demonstrated a complaint rate of (B)(4).the evidence available does not indicate that this product lot is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Two (B)(6) results were reported on a plasma sample tested with the alere determine hiv 1/2 ag/ab combo. (B)(6). The patient was reported as a pregnant female of unknown age. It is unknown if (B)(6) treatment was administered. However, it can be confirmed that medical intervention regarding the pregnancy was not performed.